Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump overheats and glass turned really dark and the screen darkens and ink inside the display turned black and due to this customer was not able see anything. The customer needs to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self-test and displacement test. No black/dark display, missing segment/partial display anomaly noted during testing. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.